Event description:
Boston scientific received information that during a routine follow up the device mode had switched to vvir mode due to chronic atrial flutter. It was also noted that the right atrial lead pacing impedance measurements were high and out of range. No changes were made and a follow up was scheduled in six months. No adverse patient effects were reported.

Event description:
Additional information noted that this ra lead was suspected to be fractured and was not programmed off and remains implanted. No further information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.